Event description:
The customer reported intermittent low blood glucoses, the lowest the customer saw was 40 mg/dl. Reportedly, the customer couldn't provide any specific dates or the amount of times they went to emergency room (ER). Upon one occurrence, the customer was transported by ambulance to the ER, cause was unknown. The customer attempted to addressed their bg with consuming carbohydrates but was additionally treated with intravenous fluids of saline and b50, which resolved the issue and no permanent damage. The customer was released later the same day. System check with tandem technical support confirmed the pump was functioning as intended.

Event description:
It was reported that the customer visited the emergency room with a low blood glucose (bg) level value was not provided. Cause was unknown. The customer attempted to addressed their bg with consuming carbohydrates but was additionally treated with intravenous fluids of saline and b50, which resolved the issue and no permanent damage. The customer was released later the same day. System check with tandem technical support confirmed the pump was functioning as intended.